Event description:
It was reported that during the patient¿s clinical visit, it was found there was high threshold and no capture on the right ventricular (rv) lead. Radiographic check confirmed myocardium perforation. The physician planned to replace the lead and currently patient is using an external pacemaker. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the patient¿s clinical visit, it was found there was high threshold and no capture on the right ventricular (rv) lead. Radiographic check confirmed myocardium perforation. The physician planned to replace the lead and currently patient is using an external pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).